Event description:
Event was reported to herniamesh by the distributor who receive a legal complaint by the patient attorney. The patient has suffered inability chronic pelvic and vaginal area pain, mesh erosion,painful intercourse, blood in urine, continued incontinence and additional surgery. No further information has been provided.